Event description:
During follow-up, diagnostic imaging revealed a cardiac perforation by the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned in one piece and the helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specification. The tip stiffness test was performed and results were within specification. Visual inspection of the lead did not find any anomalies apart from damages consistent with procedural damage.